Event description:
The customer reported that she was hospitalized with a blood glucose reading of 340 mg/dl. Aside from the high blood glucose levels, the customer had a mass in her armpit. The customer declined troubleshooting, and only wanted to get in contact with the local rep. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.